Event description:
It was reported that the patient presented to the hospital for right ventricular (rv) lead explant. Device interrogation revealed that the rv lead exhibited varying capture threshold, high pacing impedance, and oversensing noise. Fluoroscopy was performed, and no defects were observed. During the procedure, insulation damage was noted on the right atrial (ra) lead. Both leads were explanted and replaced with new ones. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed. Only distal portion of the lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the partial lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event was due to external insulation abrasions consistent with friction to the device can.